Event description:
In 2002 the end-user called disetronic medical system and stated that the soft cannulas bends and breaks off. The following month, maersk medical a/s received the complaint and 9 used cannula parts.